Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value noted as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.